Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Event date is an estimation.

Event description:
It was reported that the patient received an end of life message. Reportedly, the patient did not lose therapy. As a result, the physician explanted and replaced the patient's ipg. Surgical intervention addressed the issue.